Event description:
The core universal driver was sent for service and during failure analysis it displayed a bias current error. There was no pt involvement and no adverse consequences associated with the device.

Manufacturer narrative:
Corrosion damage was noted within the internal components of the device.